Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer reported that due to this issue they removed sensor and noted that filament remained in arm. The customer additionally mentioned a loss of consciousness. The customer went to hospital to have sensor filament removed and was additionally treated with humulin insulin for diagnosis of hyperglycemia (healthcare meter result of 350 mg/dl). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer reported that due to this issue they removed sensor and noted that filament remained in arm. The customer additionally mentioned a loss of consciousness. The customer went to hospital to have sensor filament removed and was additionally treated with humulin insulin for diagnosis of hyperglycemia (healthcare meter result of 350 mg/dl). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The sensor tail was not observed upon visual inspection. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer reported that due to this issue they removed sensor and noted that filament remained in arm. The customer additionally mentioned a loss of consciousness. The customer went to hospital to have sensor filament removed and was additionally treated with humulin insulin for diagnosis of hyperglycemia (healthcare meter result of 350 mg/dl). There was no report of death or permanent injury associated with this event.